Event description:
The facility stated that the surgeon implanted a aa4204vf plate silicone lens. The surgeon implanted the lens in 2005 and was explanted about two weeks later due to the lens being off by a diopters.